Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result. Company causality comment: this spontaneous case refers to a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pain, amongst non serious events. She also experienced heavy bleeding/clotting. Plaintiff underwent surgery to remove her essure, about three and a half years after insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, pain, skin rash, fatigue, bloating, headaches, weight gain, clotting, and itchy skin. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous case refers to a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pain, amongst non serious events. She also experienced heavy bleeding/clotting. Plaintiff underwent surgery to remove her essure, about three and a half years after insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("heavy bleeding/clotting/abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom. Previously administered products included for an unreported indication: iud in 2012, norethindrone and oral contraceptive. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), fatigue ("fatigue/fatigue"), abdominal distension ("bloating"), headache ("headaches"), weight increased ("weight gain"), pruritus ("itchy skin"), mood altered ("moody"), breast tenderness ("breast tenderness"), breast pain ("pain in breast"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("cramps"), medical device discomfort ("discomfort") and irritability ("irritability"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 23-aug-2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, abdominal pain lower, medical device discomfort and irritability had resolved and the rash, abdominal distension, headache, weight increased, pruritus, mood altered, breast tenderness, breast pain, menorrhagia, allergy to metals, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, breast pain, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, medical device discomfort, menorrhagia, migraine, mood altered, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-dec-2013: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received, events added per pfs: moody, tenderness and pain in breast, abnormal bleeding (vaginal, menorrhagia), nickel allergy, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, cramps, discomfort, irritability. Event outcome was updated. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("heavy bleeding/clotting/abnormal bleeding (general)"), ovarian cyst ("aspirations of right ovarian cyst"), adhesion ("lysis of adhesion") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom. Previously administered products included for an unreported indication: iud in 2012, norethindrone and oral contraceptive. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), headache ("headaches"), mood altered ("moody"), breast tenderness ("breast tenderness"), breast pain ("pain in breast"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating"), weight increased ("weight gain"), pruritus ("itchy skin"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramps"), pelvic discomfort ("discomfort") and irritability ("irritability"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (aspirations of right ovarian cyst), surgery (lysis of adhesion) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, fatigue, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic discomfort and irritability had resolved and the ovarian cyst, adhesion, rash, abdominal distension, headache, weight increased, pruritus, mood altered, breast tenderness, breast pain, allergy to metals, migraine, nausea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adhesion, allergy to metals, alopecia, breast pain, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic discomfort, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received, event added- lysis of adhesion, aspirations of ovarian cyst, severity added- painful sex, events onset date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.